Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice during use. The patient was not connected. The baxter technical service representative (tsr) explained the alarm to the patient. The patient stated that they changed their drain extension line once a week. The tsr asked the patient to change the line. The patient would call back if the alarm repeated. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011 regarding the report of the patient only changing the drain line extension once a week. The rn stated they had told the patient that it could be used for seven days. Baxter product surveillance informed the rn that the drain line extension was recommended for single use only. The rn stated they would contact their clinical educator regarding this. The rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.